Manufacturer narrative:
H3: one device was returned for evaluation. The service review identified the device had been serviced on jul-15-2025, but for an unrelated problem. The device was checked, and it was found that after switching it on, error code 1260 appears with a continuous alarm. The root cause of the issue was the main board. The mainboard will be replaced, and the device will be submitted for functional and delivery testing and will be returned to the customer after it passes all repairs and tests.

Event description:
It was reported that when inserting the batteries, the error message 1210 or 1260 appears. There was no reported patient involvement.